Event description:
It was reported that this device was a part of an explant due to a pocket infection. There was indication that the device was going to be returned. No additional adverse patient effects were reported.